Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated high blood glucose. Blood glucose reading was 533 mg/dl. Customer treated high blood glucose with insulin pump and manual injection/insulin pen. Customer reported they were using insulin pump within 48 hours of reported event. Customer reported symptoms were none. Customer reported auto mode feature was active during reported event. Customer reported high pressure test and displacement test was passed. No further patient complications were reported. The device will not be returned for analysis.